Event description:
It was reported that the deep brain stimulation (dbs) patient received the elective replacement indicator (eri) message on the remote control. Therefore, the patient underwent a revision procedure during which the primary cell implantable pulse generator (ipg) was explanted and replaced. The patient was stable postoperatively. The explanted ipg will not be returned as it was not released by the medical facility.